Event description:
It was reported that the pins on the unit broke off into the patient during surgery and were not retrieved. The surgery completed successfully without medical intervention or surgical delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The grasper was visually inspected for damages, and the pins on the grasper jaw are missing. Unable to perform a functional test due to the condition of the grasper. Probable root causes could be user excessive force, or user misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pins on the unit broke off into the patient during surgery and were not retrieved. The surgery completed successfully without medical intervention or surgical delay.